Event description:
It was reported that the patient experienced a lot of back pain after falling on her pump on (B)(6) 2011. The patient received an error code 8476 that indicated a motor stall following an MRI that was done related to her fall. The patient was able to successfully deliver a bolus with the ptm about 45 minutes after the MRI was done. The patient reports headache, sweating, and feeling sick following a refill. The hcp had changed her concentration but did not increase the dose. The patient felt "sick" since the refill session. The patient was admitted to the hospital in "fair" condition. The patient was receiving pain relief from the pump. The medication being delivered via the device system was not reported. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).